Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the patient and a dissection occurred. The target lesion was 99% stenosed and located in the left anterior descending artery (lad). During treatment of the lesion, the oad made an unusual noise and stalled in the lesion. The device would not spin and became stuck in the lesion. When the guidewire and oad were removed from the patient, a flow limiting dissection was noted. The lesion was rewired and balloon angioplasty and stent placement were performed to resolve the dissection and restore flow. The patient was discharged in stable condition following the procedure.